Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure, the foot pedal treadle would not work and the probe would not cut nor aspirate. The procedure was completed with an alternate system and new pak. There was no harm to the patient. Additional information received from customer stating ultimately the problem was with the footswitch cord.